Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device was found to over-infuse by 6.015%. A review of the event history log for the reported event date found four infusions matching the spectrum service manual parameters (40ml/hr and volume to be infused of 20ml). The log showed they ran to completion and no abnormalities were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel requiring adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during testing when performing the volume accuracy test. The rate parameters and volume to be infused was not provided but the reported measured volume results were 21.4, 21.2 and 21.5. There was no patient involvement. No additional information is available.